Event description:
Information was received from a manufacturer representative regarding a patient who was receiving morphine drug, unknown (5.0 mg/ml at 0.9491mg/day) and bupivacaine (29.8mg/ml at 5.657 mg/day) via an implantable pump for unknown indications for use. It was reported that at a catheter revision surgery it was found that the pump had been flipping and patient had noticed a decrease in therapy. Pump was flipped today when trying to read the pump before surgery. Physician was able to flip the pump and was able to read the pump. Once opening the pocket, the catheter was found to be twisted several times from the pump flipping. Physician removed all of the pump segment and 4.5cm of the spinal segment. He replaced it with 8784 and successfully aspirated the catheter. Priming bolus of catheter access port (cap) and catheter was performed. No known factors mentioned. The issue was resolved, patient status was alive no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.